Event description:
A field service engineer (fse) reported the ventilator detached from the stand. There was no patient involvement. The fse determined a new foot kit is needed. The fse replaced the foot kit and attached it to a new stand. The issue is resolved. Based on information provided and/or service performed, the customer's alleged complaint was confirmed.